Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the the implantable cardioverter defibrillator (ICD) may have detected supra ventricular tachycardia (svt) as v entricular tachycardia (vt) and delivered inappropriate therapy. The ICD remains in use. No further patient complications have been reported as a result of this event.